Event description:
The pt was admitted to the endoscopy suite for colonoscopic exam to rule out recurrent malignancy. One yr prior to this admission, she had been diagnosed with colorectal adenocarcinoma; a colon resection with temporary colostomy had been performed. This surgery had been followed by a course of chemotherapy and she had recently begun to experience lower abdominal pain. After versed/demoral sedation, the colonoscope was introduced. At 20-30cc, colonic narrowing was encountered. Because of the pt's diseased anatomy, despite attempted dilation with a 60 french colonic rigiflator, the area was unable to be dilated. At this time, the pt's abdomen became distended and she complained of increased discomfort. A gastroscope was introduced and a nasogastric tube was passed in an effort to retrieve the gas which had built up in the colonic area beyond the narrowed portion. A stat flat plate x-ray of the abdomen and chest revealed a perforated viscus with free air, and after exam by a surgeon she was transferred to the operating room for exploratory laparotomy. Surgical findings included widespread metastatic carcinomatosis in the area of the colon, small bowel, omentum and mesentary, an umbilical hernia, and a perforation in the area of the cecum. Multiple adhesions were lysed, specimens excised for biopsy, the hernia and cecal perforation were repaired and a colostomy was created in the area of the previous one. Discussions with the involved gastroenterologist and nurse, and exam by the hosp's biomedical engineering department of all equipment used during the procedure, revealed neither deviation from standard practice of care nor defect with the equipment. According to the physician, his pt's friable tissue caused by her disease process was a major factor in this unfortunate occurrence. It is presumed, in retrospect, that the cecal area, weakened by malignancy was not strong enough to maintain the pressure of the air which was injected for the colonoscopic exam.